Manufacturer narrative:
The approximate age of the device is 1 year and 11 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital with lightheadedness and dizziness. H&h was 6.2 and 20.1. Due to the patient's history of gi bleeds, bleeding was suspected but no diagnostic testing was reported. The patient was given two units of packed red blood cells and symptoms reportedly improved and h&h returned to baseline. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Correction to section device identification: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusions: a specific cause for the reported low hemoglobin and hematocrit levels requiring a transfusion as well as a direct correlation with the device could not be determined through this evaluation. It was reported that the patient was admitted to the hospital on (B)(6)2019 with complaints of lightheadedness and dizziness over the last 1-2 days. At the time of admission, her hemoglobin and hematocrit (h&h) levels were found to be low. Of note, the patient has an extensive history of previously reported gi bleeding during her vad course; however, she did not undergo any diagnostic scope procedures during this admission. Following a transfusion of two units of prbcs, the patient¿s symptoms improved and her h&h returned to baseline. The issue reportedly resolved and she was discharged on (B)(6)2019 with a stable h&h. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The patient remains ongoing on the device and no additional events have been reported at this time. The manufacturer is closing the file on this event.